Event description:
Initially the customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm which occurred on the homechoice (hc) during use. During the conversation the patient stated that they had been released from the hospital 2 weeks ago and had been in the hospital with peritonitis, but was feeling much better now. On (B)(6) 2011, follow up information was received by product surveillance from a peritoneal dialysis nurse (pdn). On an unreported date, the patient began treatment with dianeal pd4 2.5% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis coincident with dianeal 2.5 % therapy. The pdn stated the patient was hospitalized on an unspecified date for a reason other than peritonitis (specifics were not provided) and was treated for peritonitis with unspecified antibiotics. The pdn stated the reason for hospitalization was not the peritonitis. There was no tunnel or exit site infection associated with the peritonitis. The patient has recovered from the peritonitis. The pdn stated the cause of the peritonitis was poor hand washing technique and the patient has been re-trained in proper aseptic procedure. The pdn stated the casuality of the peritonitis was not related to a baxter device or solution. No concomitant medications were reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A review of all batch record documents was performed on the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. Contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. The patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. The direction sheet, provided with the product, has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.